Event description:
"Blood set was connected to the patient's central line. The set came apart at the blood filter chamber. The patient was receiving a platelet transfusion. The platelet infusion spilled out from the top of the chamber over the nurse's hands and arm. The nurse visited the employee health service department and filled out an incident report. A patient incident report was also completed. The patient did not suffer any consequences." Although requested, no additional information was provided.